Manufacturer narrative:
Final analysis found the device to exhibit normal electrical characteristics. Dried body fluid clogged the helix, preventing it from retracting. The lead was also cut/damaged and the optim sheet was partially loose. The damage is consistent with that occurring during the explant procedure.

Event description:
It was reported that the lead exhibited loss of sensing.